Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient thought her implantable neurostimulator (ins) was going dead because she wasn¿t feeling the same stimulation as she did before. Troubleshooting could not be performed because the patient programmer (pp) was unavailable at the time of the report. There were no further complications reported or anticipated.